Event description:
Ous MDR - this lead was attempted to be repositioned on (B)(6) 2017 due to a microdislodgement however, the helix was unable to be retracted despite 30 plus rotations so it was explanted. A new lead was successfully implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead what affected the active fixation mechanism. These blood residuals were most likely introduced by means of stylets used during the surgery. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.